Event description:
We had an extravasation incident on thursday. Carboplatin was infused via patient's PICC and half way through the infusion, her arm became swollen and painful. We followed our extravasation policy and I removed the PICC. When I flushed it, there was a hole in the PICC. Unfortunately in the panic, the PICC was disposed of. It was inserted on (B)(6) 2014 into right basilica vein. There was a definite hole in the PICC at 33cm (7 cm into the arm).

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rexg1133 showed no other similar product complaint(s) from this lot number.